Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding an implanted pump system. The pump was used to deliver lioresal (baclofen) 500mcg/ml at 60mcg/day. It was reported that the patient experienced a loss of effect and had a work-up. The patient's symptoms had been observed since (B)(6) 2022. A catheter access port (cap) procedure was done and showed no cerebrospinal fluid (csf). An indium study showed dye going from the pump to the spinal area, but stopping in the low thoracic spine. The assumption was that, because of scar tissue from the patient's previous spinal cord injury, that the drug was not flowing properly. The indium study showed that the drug was reaching the low thoracic spine but "was not distributing anymore cephalad". The patient was taken to the operating room on (B)(6) 2022. There was no csf on initial inspection. The spinal catheter was cut and then pulled down to the t12 level. Spontaneous csf flow was noted. The catheter was anchored. A cap procedure was performed from "the other side" and showed good csf flow from the cap. The patient's dose was kept at 60mcg/day. At the time of the report, the issue was resolved and the patient status was "alive-no injury". The patient's weight was asked but would not be made available. The patient's medical history included paraplegia with thoracic spinal cord injury and previous spinal surgery and fusion.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), date implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; catheter body - torn or broken or melted at or after explant, did not affect infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient was originally implanted with a 20 ml pump and was receiving baclofen. For 3 weeks the pump worked beautifully and then stopped working, so they revised the pump segment of the catheter, and it started working just fine. Then in (B)(6) 2022, they lowered the catheter as it was a very similar scenario.